Event description:
The event is reported as "pt suffer odynophagia (painful swallowing of food). Band was removed."

Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual exam may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Dysphagia is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome for dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."